Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of two devices. The event report alleges the products were used in a surgical procedure. Device one had bent blades and was loaded with a needle broken at the suture swage. Device two was difficult to unload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during the procedure, the device was unable to be loaded. No patient injury.